Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastric bypass on the first firing, on the pouch side, the inner row the staples were not formed. A second device was used to complete the procedure and the surgeon over sewed where needed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Photographic analysis: one pdf was provided. The pdf shows two pictures. The pictures show cut tissue, some staples are visible on the tissue. Due to the condition of the image, it cannot be determined if the staples have the proper formed shape. Based on the photos alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.